Event description:
It was reported that at the third fitting in 2007, it was found that the ground path impedance changed its value from normal to 8.89. At the first two fittings esrt measurements were obtained at normal levels. This time esrt was only able on two electrode channels at about 95pd. After the pt was given a very high qu programme, he was able to hear at around 50 db. The pt is too young to do speech discrimination tasks. There is no history of trauma. Testing was carried out which showed high impedances on all electrode channels, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.